Manufacturer narrative:
After investigating the returned arms three factors were determined to be potentials of root cause: extension arm shaft length (1.63" +/- 0.3), groove dimension on the shaft (0.704 ' +/- .003), c-clip proper installation. The (B)(4) samples of new extension arms were collected randomly and tested for the shaft length and groove dimension against the drawing specification for each dimension; all samples were within the spec tolerance. Therefore, extension arm length and groove dimension are determined not to be part of the root cause. All (B)(4) extension arms were inspected for proper assembly. A pull test was performed during the testing to assure that improper assembly of c-clip will cause the pivot to go out of the shaft and eventually the arm detached ceiling mount. The pull test proved that poor training and improper installation of the c-clip or retainer ring was determined to be the main root cause for the extension arm detaching from the ceiling mount, resulting in the extension arm hanging on the fixture wires. Work instruction will be updated to clarify proper assembly, and training for the opii/cii line operators for arm extension processes.

Event description:
On (B)(6), philips burton received (B)(4), from which a double ceiling light, one of the two extension arms had fallen off and were discovered still suspended on its own electrical wires.